Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352500, model: sc-8352-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all devices were discarded. No further information could be obtained despite good faith efforts.